Manufacturer narrative:
A review of the image files for the unexpected positive result showed slight red cell adherence with an intact red cell button. Controls performed as expected. An immucor field service engineer performed the unexpected reaction checklist. The residual volume was adjusted. The reader lamp was replaced as a precaution. Repeat testing of the sample was performed before and after adjustments and the sample was negative on all runs. Reactions visually appeared as reported by the neo. The instrument is performing according to specifications.

Event description:
A customer reported that unexpected positive reactivity was obtained on galileo neo (B)(4) with cmv correlation studies performed during validation.